Event description:
The facility reports that the device will either overinfuse or underinfuse depending on the drug being infused. The biomed stated that the device came to him with a defective plunger. He repaired the defective part and tested the device with propophol. He stated that the device overinfused, however, he could not be certain the percentage if overinfusion. He stated that he then tested the device with anusol and the device underinfused. At this point, he stopped the testing and sent the devie in for service. There have been no incident reports filed since the last baxter service. There have been no incident reports filed since the last baxter service event and there was no patient involvement with the report.